Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring seal was loaded correctly; however, after the seal was deployed, the surgeon adjusted the seal cable (stem) and he pulled on the seal cable too early. The seal became unraveled and did not provide hemostasis. A second seal was loaded and with the same manipulation technique, the seal became unraveled. The surgeon chose to use a side biter clamp to complete the procedure. There was no pt effect reported. The surgeon admitted it was user technique and that he pulled the seal stem too early. There was no product issue related as the surgeon explained to maquet territory mgr sales rep. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hosp.